Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys ft4 iii assay on a cobas 8000 e 602 module (serial number (B)(4)). The sample results were reported outside of the laboratory. The patient had a normal clinical picture and no symptoms of aberrant thyroid functionality. The samples were repeated on an abbott system and these results corresponded to the patient's clinical condition. The first sample resulted in a ft4 value of > 100 pmol/l when tested on the e 602 analyzer. The sample was repeated on an abbott system, resulting in a value of 14.3 pmol/l. The second sample resulted in a ft4 value of > 100 pmol/l when tested on the e 602 analyzer on 31-aug-2021. The sample was repeated on an abbott system, resulting in a value of 14.0 pmol/l.

Manufacturer narrative:
The patient samples were provided for investigation and the values generated at the customer site could be duplicated. Further investigations of the samples determined they contain an interfering factor against both the streptavidin and ruthenium components of the ft4 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."